Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between november 27-29, 2023. H11: two devices were received for evaluation containing 71 and 74 ml of fluid in their bladder respectively. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The two folfusor devices were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) large volume folfusors underinfused antibiotics during infusion. The pumps were connected for almost 24 hours, but the pumps did not appear empty after disconnecting them. There was no report of patient injury or medical intervention associated with this event. No additional information is available.